Event description:
Customer stated that she received an off/on power alarm with no audible beep. When the battries were removed and reinserted there was a low battery display, but no audible beep. There was no audible beeps during the tone test even with the volume level to the maximum.